Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the device had a damaged dso seal and scratched lens. The customer didn't complain of any problems. Functional testing and visual tests were conducted with the returned device. Visual check found a damaged dso seal and scratched lens. An accuracy test was performed, and the test failed (+4,046%). There was a primary problem with defective expulsor. The root cause was the damaged dso seal, scratched lens, and defective expulsor. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result, the dso seal and lens will be replaced. The expulsor will be sanded as per procedure sr-1158.

Event description:
It was reported that the device was sent in for repair. There was unknown patient involvement.